Manufacturer narrative:
A field service engineer (fse) was dispatched and found liquid on the reagent cartridges on the top wheel. The fse replaced the reagent syringe, the t-valve, and the insert valve. The fse also verified that the o-rings are installed on the probe and all of the connections to probes and valves. The fse performed calibrations and ran qc. No leak was observed and the system was resumed. The root cause is unknown to date.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer was recovering erratic qc results for digoxin (dign). The customer also discovered liquid on the reagent cartridges. No injury was reported.